Event description:
Inbound. Pt reports cadd legacy pump serial number (B)(4); had no disposable alarms and beeping after attached new 100 ml flow stop cassette, lot 4219994, exp 2026-11-10; to it for scheduled pump changeover this morning. Cassette did work on backup pump. Pump replacement sent with box to return. No further details provided.